Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was inserting locking screw metaglene screw when screwdriver slipped he pulled out and he noticed that a prong on distal end of screwdriver had broken off. Prong was retrieved but was lost in decontamination process. No charge po # (B)(6) was issued for the repair / replacement of this product. Patient consequence? No. Action taken for procedure: another 230792003 - locking screwdriver body was opened and used for remaining tightening of metaglene screws. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.